Event description:
The user facility reported a 28 -year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The pump was explanted after 4 days with signs of hemolysis. Lab values were indicative of hemolysis. Pump was explanted and the patient was taken for heart transplant.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. A cut was observed at the catheter but there were no other abnormalities noted. The data logs indicate some suction and positioning alarms when they start the pump, but it immediately resolves, along with at the end when they are weaning. The root cause of the hemolysis cannot be determined due to limited information provided. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ in order to conform to updated procedures, sections d6 and h10 have been revised with updated information.